Event description:
It has been reported to the co that during a ptca procedure a dissection of the ostium of the right coronary artery occurred. The pt status is unknown and the device is not being returned for eval.